Manufacturer narrative:
User facility personnel utilized the table's hand control to command the table into the desired position. A steris service technician arrived onsite to inspect the 3080 sp surgical table and was unable to recreate the reported event. The technician stated that he checked all table functions and articulations and found it to be operating according to specification. The 3080 sp surgical table is not under a steris service contact and all maintenance and service activities are performed by a third-party service provider, (B)(4). The 3080 sp surgical table operator manual states (pg. 6-1), "warning - personal injury and/or equipment damage hazard: safe and reliable operation of this equipment requires regularly scheduled preventive maintenance, in addition to the regular routine maintenance. Contact steris to schedule preventive maintenance." The table was manufactured in 1993 and has been in use for approximately 24 years.

Event description:
The user facility reported that during a patient procedure their 3080 sp surgical table moved into trendelenburg position without being commanded to do so. No injury to patient or staff was reported. The procedure was completed successfully.